Event description:
It was reported that the patient experienced problems with the pump recently. The patient fell in (B)(6) 2015, and was presented for their first refill since the fall. During a refill on (B)(6) 2015, when aspirating drug from the pump the drug was blood tinged. When the patient went home that night, they had a large hematoma near the buttocks. The location of the hematoma was near the spine, not in the pump pocket. The patient was experiencing pain which started shortly after the fall. The pain became more severe, but the exact date of onset was unknown. The healthcare provider planned on performing a dye study. Additional information received reported the cause of the event was tissue trauma after a fall. The event was attributed to the catheter ¿error¿ and a fall/anticoagulation. There was a failure to aspirate the catheter. The location of the issue was unknown. Troubleshooting, interventions or other actions taken to mitigate or resolve the event included a dye study, x-ray of thoracolumbar spine and an exploratory surgery. There was a suspected kink in the pump tubing. The patient was referred to neurosurgery for exploration on (B)(6) 2015. The surgery revealed copious bloody fluid in the pump pocket, but no problem with the pump or tubing. The patient recovered without permanent impairment. The pump was used to infuse clonidine, bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).